Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that during the unloading of a patient the "unload" button on the control panel on the right side of the gantry was stuck engaged. The philips field service engineer (fse) confirmed that there was no harm to a patient, bystander, or operator. The field service engineer (fse) replaced the control panel on the right side of the gantry to resolve the issue.